Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+1.0/174 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was reported as having excessive vaulting, elevated intraocular pressure and significant reduction of irido-corneal angles. A couple of weeks later, the vault had come down, so the surgeon decided to leave the lens in the eye and monitor the patient. The patient was taking drops for pressure. The cause of the event was due to the device.